Event description:
The customer reports the loss of synchronous output from the marq tramac (houses the tram). Per the customer, the device was not in patient use at the time.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.